Event description:
"The suction canister used with the stryker sonopet irrigation system imploded ( or exploded) during a transphenoidal surgery case. All the connections were correct. It did not appear that there was any way that the suction pump could generate that level of suction. Clearly something was wrong with the canister. According to the information received from the sales representative who had communicated with the contact at the account, no one in the room was hit or injured by the chards of plastic from the canister exploding." The sonopet console was returned back to the manufacturer and performance tests were conducted on the console. As per the device investigation, the sonopet console passed all tests. Upon further investigation and follow-ups with the nurse present at the user facility, it was determined that the most likely situation is that the canister imploded instead of exploded. In order for the canister to implode there may have been a structural flaw with the non-stryker canister and/or kinked/damaged hosing to suction canister which potentially could have led to a continuous vacuum with a pressure lower than that attainable by the suction pump. The canisters that are used with the sonopet console during this procedure are manufactured by cardinal health. Cardinal health was alerted about this event on june 22, 2012 stryker instruments also reported this same information to cardinal health about the suction canisters exploding in the surgical room. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).